Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulators (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted thoracic pulmonary lobectomy surgical procedure, the customer reported to technical service engineer (tse) that the patient clearance button on universal surgical manipulator (usm) 2 was not adjusting the patient clearance joint. The onsite logs reflect the error 25745 on usm 2 patient clearance button. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Upon visual inspection, corrosion was found on tornado buttons that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the tornado down button was not working. The usm was then installed on a patient fixture test platform (pftp) where the ins buttons test failed on tornado down button. Once testing was completed, the printed circuit assembly (pca) was tested and was verified to be the source of the fault. As a result of these findings, failure analysis concluded that the pca was found to be the root cause of the reported event. Upon visual inspection, corrosion was found on tornado buttons that would be related to the reported event. The second usm was installed onto a golden system where the tornado down button was not working. The usm was then installed on a pftp where the ins buttons test failed on tornado down button. Once testing was completed, the pca was tested and was verified to be the source of the fault. As a result of these findings, failure analysis concluded that the pca was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.